Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Cts had caller put on new ifs tubing and complete sequence again and there was no error.there was no adverse impact to the customer¿s blood glucose level.